Manufacturer narrative:
On (B)(6) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Due to inappropriate shock therapies on (B)(6) 2012, follow-up of the implanted system was performed. Reportedly, the physician observed oversensing in the ventricular channel, an anomalous egm, and unstable pacing and defibrillation impedance values, which were also below 200ohms. Also, sensing was reportedly unstable and intermittent. During the implant revision performed on (B)(6) 2012, the physician reported a stable connection with the ICD, but lead measurements made with this device and with a psa were unstable. The subject lead was subsequently replaced.